Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc8116500; model: sc-8116-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that patient had an infection at the ipg pocket site and pus was noted. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure. The physician could not remove the lead but cut the wires as high as possible to prevent infection from traveling.